Event description:
It was reported that the surgeon attempted to insert an aa4203tf toric silicone plate lens and the lens became stuck in the cartridge and tore. There was no pt contact or injury.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic and haptic torn. The other haptic had a piece torn off and missing. There was evidence of clear surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and the cartridge were not returned for evaluation.